Manufacturer narrative:
B3. Date of event - used first day of the month as the event date is unknown. Device evaluated by manufacturer: the device was returned for analysis. The stent returned with the flexible cannula and the introducer for analysis. It was observed that the suture was detached from the stent. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No other issues were observed in the devices.

Event description:
It was reported that device detachment occurred. A percuflex ureteral stents was selected for use. During the procedure, when the physician pulled the string to create loop, the string pulled right out. The procedure was completed with another percuflex ureteral stents. There were no patient complications reported post procedure. The device was returned, and analysis completed on 01aug2023. The stent returned with the flexible cannula and the introducer for analysis. It was observed that the suture was detached from the stent. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No other issues were observed in the devices.

Manufacturer narrative:
Date of event - used first day of the month as the event date is unknown.

Event description:
It was reported that device detachment occurred. A percuflex ureteral stents was selected for use. During the procedure, when the physician pulled the string to create loop, the string pulled right out. The procedure was completed with another percuflex ureteral stents. There were no patient complications reported post procedure.